Manufacturer narrative:
Failure analysis for fiber 0010-2400-512a-2069: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; there is indication of slight melting on metal cap output window; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on metal surface; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the outer flow tubing open end exhibits minor scratch marks; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 140,454 joules,15:13 minutes, while using the surgical fiber during a prostate procedure, fiber coagulation issues were observed. The procedure was completed at 20,213 joules, 2:20 minutes using a second surgical fiber. There was no patient injury reported.